Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, the 3 different staplers in the same lot number would not cut or staple the tissue. The patient was not harmed, they just kept opening staplers until it worked.